Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap yellow o-ring was visible, the battery cap "becomes loose and falls off", and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap was stripped. The returned battery cap was unable to fit securely to maintain an electrical connection, duplicating the power issue. A test battery cap was able secure enough to power up the pump. The pump was exercised for 12 hours using a test cap with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.